Event description:
During an ophthalmic procedure, the monitor for this unit would lock up and the unit would have to be re-booted in order to be able to continue with the procedure. There was no report of pt injury.